Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. Additionally, trunk cable connector j702 on the distribution node pca was physically damaged, causing the service code. The root cause for the missing trunk cable and damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and the electrode belt had a damaged cable.